Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) stated he connected the patient line extension after priming. The technical service representative (tsr) advised the hp that the line was full of air. The tsr told the hp to start over with new supplies. The tsr also advised the hp to contact his nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp confirmed the cause of the alarm was that he had connected a patient line extension after priming. The hp stated he did not notify his nurse of the alarm but stated he was advised of proper procedures by the technical service representative that he originally spoke with. The hp advised that he was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was confirmed. The root cause was determined to be a use error. No lot number was available, therefore no batch review was performed. No issues were identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.